Event description:
A customer reported to beckman coulter, inc (bci) that they obtained erroneously low tsh (thyroid stimulating hormone) results on their unicel dxl 800 access immunoassay sys, and the results were reported out of the lab. The customer indicated that the qc (qc) results were within spec the day of the event. When the technicians suspected there was a problem, they unloaded the tsh reagent pack which was found to be empty. The customer indicated that a tsh reagent pack was shared between their two access instrument family systems. The samples were retested using a new tsh reagent pack and the repeated results were higher. Amended reports were issued. Approx 10 pt results were reported outside of the lab. The customer provided examples of 9 pt data. There was no report of death or serious injury associated with this event. However, it is not known if any change to pt treatment had occurred.

Manufacturer narrative:
A bci fse (field svc engineer) was not dispatched to the site for this event since one was not required. The cts (customer technical support) tech sent a laminated "loading reagent packs" sheet for the access 2 and the dxl instruments to the customer, and advised the customer to post the sheet near to the instruments as a reminder to the staff to ensure that no sharing of reagent packs between instruments occurs. The sheet also provides instructions on how to properly load a reagent pack on each access family instrument. The supervisor of the lab also verbally re-trained her staff not to share reagent packs between access family instruments. Sharing of reagent packs was the root cause of the problem. This is one of 10 medwatch reports being submitted since there were 10 separate results reports out of the lab associated with this event. This reportable event was identified during a retrospective review of complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.